Manufacturer narrative:
It was reported that the gastrostomy tube (g-tube) balloon was identified to have "popped." Reportedly, the g-tube was in place for approximately 1-2 weeks prior to this incident. When the "popped" g-tube balloon was noticed, the device was removed. There was no impact or adverse effect to the end-user and no medical intervention or follow-up care was reported to the manufacturer. No sample was returned to the manufacturer for evaluation. A root cause for the reported incident could not be determined. Due to the reported incident, and in an abundance of caution, this medwatch is being filed. If additional relevant information becomes available a supplemental medwatch will be filed.

Event description:
It was reported that the gastrostomy tube (g-tube) balloon "popped" and the g-tube was removed.